Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that for treatment of the aneurysm which was located near the lsa, an axillo-axillary bypass was performed first, and then the valiant stent graft was implanted from zone 2 as planned. It was decided that because the graft fabric at the edge of the valiant covered a half of the lcca, a bare-metal stent was implanted as bailout stenting, and then touch-up was performed using a catheter. It was noted that when the physician went to place the other manufacturer stent in the lsa, the patient¿s condition changed suddenly with a sharp drop in blood pressure. Once the patients vital signs became stable, angiography was performed to the aortic arch, the abdominal region, and the iliac artery. Although no dissection or damage was found in the access route, the vital signs remained unstable. Because the cause of the patients deterioration was not clear, the procedure was converted to a thoracotomy, and an ascending aortic dissection was detected by ultra sound. It is noted that it is not known whether the dissection was retrograde or localized near the bare stent at the device edge. The procedure was completed by ascending aortic replacement. It was reported that dissection by proximal bare part of the valiant device was suspected, however, no entry was observed during open chest surgery. As dissection without entry was observed in proximal site of the valiant bare stent device, the valiant remains in use and the procedure was completed by ascending aortic replacement. It was noted that, as vasa vasorum developed, dissection may occur focally between the tunica media and the tunica adventitia. The physician suspected that the rare event occurred due to the patient but mentioned that the valiant was not attributed to causing the dissection. No additional clinical sequelae were reported and the patient will be monitored by their physician.